Event description:
Download data from a (B)(6) male patient revealed several battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery board was contaminated, which caused battery charger faults. The root cause for the contaminated battery board was ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger/modem.